Event description:
It was reported that the patient received inappropriate therapy due to oversensing of noise. Lead fracture suspected. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available. The device is part of the advisory for this model.

Event description:
It was reported that the patient received inappropriate therapy due to noise. Lead fracture suspected. The lead was explanted and replaced. No further patient complications were reported as a result of this event.